Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that when advancing with the 0.018" x 60 cm nt/pt guide into the ureter, the guide broke in the last cm, leaving the foreign body loose in the ureter. The broken tip was recovered and removed from the patient with a recovery loop.